Manufacturer narrative:
(B)(6).

Event description:
The unit will not power up. Our technician confirmed at our service center that the unit would not start up, so the cpu board was replaced and confirmed that the phenomenon was resolved. Investigation is ongoing.

Manufacturer narrative:
B5 of initial report: the unit will not power up. Our technician confirmed at our service center that the unit would not start up, so the cpu board was replaced and confirmed that the phenomenon was resolved. H11 updated contact information and contact office entity.